Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A sterling otw balloon catheter was advanced to the lesion for dilation. However, during the procedure, the physician encountered difficulty in removing the wire from the balloon catheter and had to remove the guidewire and the balloon catheter at the same time. No patient complications were reported.